Manufacturer narrative:
No product was returned and lot number is unknown. Was unable to evaluate. Users are instructed to remove the applicator with the probe, as a unit, if resistance is felt on withdrawal of the applicator. This event is more than likely due to user error.

Event description:
An account reported that a physician was using a gel mark ultra following a biopsy with a mammotome biopsy device. The physician felt resistance on removal of the applicator, and on removal, not that the tip had been sheared off. The tip is not in the patient's breast. The tip was found in the mammotome bowl. There was no adverse patient effect.